Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on per medical records (B)(6) 2006: the patient presented with low back pain with some right leg numbness. On (B)(6) 2006: the patient went for an office visit for follow up. On (B)(6) 2006: the patient underwent anterior posterior fusion at l5-s1 using an axialif screw and supplemented by posterior instrumentation. Preop: spondylolysis, l5. Spondylolisthesis, ls-s1. Lumbar radiculopathy, l5-s1. Status post anterior lumbar interbody fusion. Procedures: posterior lumbar fusion, l5-s1. Placement of bilateral pedicle screws, l5-s1. Direct neuromuscular junction testing per nerve x 4 nerves, bilateral l5 and s1 roots. Neuromonitoring by per hour x 2 hours with nuvasive neurovision system. Perop: c-arm fluoroscopy was brought in to identify the underlying pedicles of 51 and l5. Paramedian approach to pedicle entry sites were made down through the skin, subcutaneous tissues, and paraspinal musculature. Both s1 pedicles were cannulated with ipass needles from nuvasive directly monitoring as the needles passed through the pedicles to be sure that no breach occurred. Good readings were seen throughout. The needles were exchanged over guidewires for the soft tissue dilation tubes. Once these were in place, the s1 pedicles were tapped and a 6.5x 35mm screw placed on the left. A similar size screw was attempted to be placed on the right, but seemed to have poor purchase. This was exchanged for a 7.5x 35 mm screw which had much better fixation. Final testing of the pedicle screws bilaterally at 51 was greater than 20 milliamps. Autograft from the s1 and l5 vertebral bodies were impacted into the disk space along with rhbmp-2/acs and actifuse soaked in autologous bone marrow aspirate obtained from a single aspirate from the posterior iliac crest. Several careful adjustments and attempts were made before getting a cleaner reading down through the pedicle and into the vertebral body. This was then exchanged over guidewire and a 6.5 x 35 mm screw was finally placed. Measurement of this screw was 15to 17 milliamps. Connecting rod was passed through the incisions to all four screws. These were set into place and set screws torqued. The transverse processes of l5 and sacral ala were decorticated. Paste was then placed in lateral gutters on both sides. On (B)(6) 2006: the patient went for an office visit for follow up. On (B)(6) 2006: per the x-ray records. Hardware is in place without any interval change. Interval maturation of the interbody graft. On (B)(6) 2008: the patient underwent 3 views of the lumbosacral spine. Impression: interval loss of the listhesis reduction with an anterior slip of 5 on 1, there appears to be a deformation of the s1 vertebral body. There is lucency about the screw particularly at s1. There has been disassociation of one of the s1 pedicle screws which appears to be the bright side. On (B)(6) 2008: the patient went for an office visit. On an unknown date post-op, patient sustained unspecified injuries.